Event description:
Information received from a competitor indicates that the patient reported receiving '71 shocks from pacemaker because wires came loose from the device.' The patient was taken to the hospital by ambulance because of pain. The device was replaced. No further patient complications were reported as a result of this event.